Event description:
According to the reporter: prior to the procedure, when opening the sterile packaging, the device was found broken. The battery door was broken off and a piece of the handle was broken off as well. There was no unanticipated tissue loss. The incision was not extended by more than one inch. There was no unanticipated blood loss of 500cc or more. Surgery time was not delayed by more than 30 minutes. No device fragment fell into the patient. No reinforcement material was used.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, engineering analysis, and an evaluation of the returned device. The visual inspection of the device showed that the battery door was broken off and received separated from the handle. In addition, a piece of plastic was broken off from the battery compartment and also was received separated from the handle. Further investigation of the breakage showed signs of excessive force applied to the hinge of the battery door. No additional visual abnormalities were noted for the handle. The led on the handle was found to be defective. The handle was disassembled for inspection of the led board and wire solder joints. No abnormalities were found. Visual and functional testing of the returned device confirmed the product did not meet quality release specifications that were tested and the reported conditions were confirmed. A review of the device history record indicates this device lot number was released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).